Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having rotational and lateral movement and a residue buildup is present. Unit was repaired and worn parts were replaced. General maintenance and cleaning were performed. Root cause - the reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. Device exceeded its expected life of 7 years (manufactured in 2011). The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking knob on the mayfield modified skull clamp (a1059) was broken. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received has rotational and lateral movement.